Event description:
Pt was in for treatment of prostate carcinoma. The surgeon was using gut suture to repair the prostate when the needle broke from the suture. A piece was retrieved from the surgical field.